Event description:
Patient had normal saline running at 25 ml/hr from a 250 ml bag. After sending the rate over from the computer to the pump, writer verified rate on the pump. Pump was programmed appropriately. Writer went into patient's room about 45 minutes later to hang cetuximab infusion and discovered that the saline bag was empty and that air was in the line approximately 6 inches past the end of the pump chamber. The pump did not alarm air in line. The pump had been delivering the saline at the incorrect rate. It is unclear if the problem is from the pump brain or pump channel. The pump was removed from the treatment area and placed in soiled utility. Brain-298597. Fccid: p6f433mhz. Pump channel- 294351.